Manufacturer narrative:
H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was alleged a patient fell and subsequently passed away due to a fall from a versacare bed. It is unknown when the patient died or the cause of death. I was not reported if an autopsy was performed. The customer further reported it was unknown if the patient was in the bed. They also stated, ¿the patient possibly tripped on a mat on the floor.¿ it was not reported whether the bed exit alarm was activated nor was it known if the siderails were in a raised position and latched. Furthermore, the customer could not identify the specific bed involved, nor could they confirm that a versacare bed was associated with the reported event. No further information was available at the time of this report.